Event description:
It was reported that during an unknown procedure, the staples at the proximal end formed but not at the distal end. No adverse effect to patient. Reopened another device to complete the case and it was fine.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.